Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric lens model zct450 was explanted from the left eye of a male patient because the calculation was incorrect and patient needed a higher cylinder. At explant, an incision enlargement was required and another tecnis toric lens model zct600 was implanted. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. As the cause of the event is defined as incorrect calculation with the patient needing a higher power, the return sample was not investigated (visually inspected). Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The physician is instructed to determine preoperatively the spherical equivalent and cylindrical power of the lens to be implanted. All pertinent information available to abbott medical optics has been submitted.